Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Final analysis found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during implant procedure, the right ventricular lead failed to properly be fixed to the cardiac tissue. The procedure was abandoned on (B)(6) 2024. The patient recovered without issue.